Event description:
A doctor's office alleged that three (3) patients had experienced sensitivity after placement of the herculite ultra composite. This is the first of three (3) reports.

Manufacturer narrative:
Specific information with regard to patient age and weight was not provided. The patient returned to the office where the restoration was removed and replaced using a different product, without further incident. To date, the patient has fully recovered and is doing fine. The product involved in the alleged incident was not returned; therefore, a visual evaluation was performed on a retained sample, yielding results within specifications. In addition, no similar complaints were received with regard to this lot.